Event description:
It was reported that the patient never had therapeutic effect. The implantable neurostimulator (ins) had been switched on four days prior to report. The patient had an allergic reaction to the glue that was used over the staples during implant, thus there was a delay in turning on the ins. When the patient increased stimulation it controlled her pain but she could not walk. If she turned stimulation down, she did not receive any pain control. After about 15-20 minutes the ins would get hot and the internal heat sensation was uncomfortable. The ins also became hot when recharging. The patient's pain was worse than prior to implant, and she experienced a lot of pain in her right side ribs. Her pain coverage was supposed to be from the shoulders down the back, but was only from her waist down. The patient was disappointed because her trial had gone so well for her pain; however, she was a lot less active than normal during the trial. It was noted that the incision was "a lot bigger" than 2 inches and had over 20 staples. The patient was scheduled to meet with a manufacturer representative the day after report. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient had an appointment scheduled with their physician and manufacturer representative for (B)(6) 2012. Additional information received reported that there was no obvious problem with the implantable neurostimulator. There were no additional images taken and the impedances were normal. Patient outcome was not provided.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).